Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reported the injector was programmed and enabled but sitting untouched for 30 minutes. She was scanning a patient for a prostate MRI when the injector started beeping and injected 20cc of optimark and approximately 30cc of saline (settings were 2.0 on the a and b side for 20cc and 150 psi). The patient had to be rescheduled because the contrast media was not injected at the correct time for this timed exam. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated but was unable to duplicate the injector starting by its self. Fse verified proper operation according to service checklist 814837 and service manual 814807 and returned the unit to the customer for full service.